Event description:
During placement the plastic sheath on the outside of the catheter where the hard and soft catheter meets slid down the catheter. This caused the dome to sit improperly against the pt's stomach. When an endoscope was inserted to verify position the plastic sheath was not noticed. Feeding was done into the peritoneal cavity causing the pt to become septic. Physician took same lot sample from shelf and noticed that the same sheath had a similar problem.